Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that there was fluid noted to be underneath the cycler. No further information was available.

Event description:
A peritoneal dialysis nurse reported that there was fluid noted to be underneath the cycler. No further information was available.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined.

Manufacturer narrative:
Patient sex- male.

Manufacturer narrative:
Corrective data: result and conclusion codes corrected.

Event description:
A peritoneal dialysis nurse reported that there was fluid noted to be underneath the cycler. No further information was available.